Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced low blood glucose of 41mg/dl as insulin pump delivered all the insulin. Customer declined troubleshoot for low blood glucose. Customer had alarms like low reservoir and low battery. Insulin pump will not be return for analysis.